Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient stated that he had a left hip replacement on (B)(6) 2010. Patient stated that he now experiences pain, swelling, rashes starting on or about (B)(6) 2011. Patient now walks with a limp. Patient is also inquiring about recall.

Event description:
Patient stated that he had a left hip replacement on (B)(6) 2010. Patient stated that he now experiences pain, swelling, rashes starting on or about (B)(6) 2011. Patient now walks with a limp. Patient is also inquiring about recall. Patient called and had a revision on (B)(6) 2018. Additional information received from legal on 03/26/2018: claimant alleges through counsel that the left rejuvenate hip implanted on (B)(6) 2010 failed causing a limp and pain which required a revision surgery on (B)(6) 2018.

Manufacturer narrative:
Additional event details confirms this event falls under the scope of ra 2012-067; therefore, the aer reports will be submitted via e2013004 quarterly submission.